Event description:
It was reported boston scientific technical services were contacted to evaluate this device's battery status. It was discussed that the battery had been depleting more rapidly due to high atrial rate sensing. Technical services provided programming recommendations to the physician to resolve the event. At this time, the device remains implanted and in service. No adverse patient consequences were reported.